Manufacturer narrative:
A vyaire technician reviewed the logs and screen shot of service screen of the unit. According to the technician it is more likely that the reported issue of the customer was caused by a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has alarmed "no o2 dosing possible" and o2 concentration low during patient use. The device had been removed from the patient due to alarming. The customer confirmed that here is no patient harm reported from this event.